Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue (small area) around the posterior side of the distal ring was discolored. The glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-pro automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2022, to perform an observation of the reprocessing techniques. The ess was informed a third-party scope buddy plus had not worked since on or around (B)(6) 2022 and had failed intermittently since (B)(6) 2022. The facility had not been aspirating and not properly flushing in the absence of the automated flushing device. The client escalated the issue to medivators. The ess instructed the client how to use the injection tubes to flush the endoscopes in the interim. The ess reviewed how to use the suction cleaning adapter mh-856 and flushing injection tubes mh-946 in the place of not having the automated flushing machine. The ess also observed the client placing the maj-2319 distal end flushing adapter in the oer-pro for high level disinfecting. The ess instructed the client to either soak the adapter in high-level disinfectant or send the adapter to the sterile processing department to be autoclaved. The facility did not have the ability to aspirate unless another scope buddy plus was obtained. The ess had visited the facility again on (B)(6) 2022. The facility received a replacement scope buddy plus (loaner) on (B)(6) 2022. During the time the scope buddy was broken, the facility used the scope buddy tubing with thirty (30) milliliters (ml) syringes to perform the olympus instructions for use (IFU) required flushing steps during manual cleaning of the scopes. The customer also stated that using the scope buddy tubing with thirty (30) ml syringes to perform the flushing steps as described in the IFU was not a recommended method for performing the required step. The ess noted during the observation, the facility performed all the steps accordingly. The only issue identified was the facility was using sixty (60) cubic centimeters (cc) and not a thirty (30) cc syringe. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for one (1) colony forming unit (cfu) of high concern enterococcus faecalis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to adverse event problem.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between september 26, 2022, and october 24, 2022. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The glued surface of the arm cover and glued surface of the distal end body had growth of micrococcus yunnanensis. The axis part of the lever arm and the hole on the elevator had growth of staphylococcus capitis, and the instrument channel had growth of rothia dentocariosa and actinomyces oris. The results from the destructive sampling did not correlate with the results from the original clinical sample. The high-concern organism could not be cultured from the destructive sampling. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The forceps elevator wire was broken, the forceps arm and elevator were removed. The distal end was inspected under a microscope. There were no signs of foreign material. The complained device was inspected using both an olympus borescope and fiberscope to verify the condition of the biopsy and suction channels. The borescope was first inserted into the biopsy channel, starting from the distal end side. Once inserted, a yellowish discoloration was found on the biopsy channel at approximately ten (10) millimeters from the distal end opening. The borescope was inserted further in, and light scratches were found on the wall of the channel. The borescope was removed from the biopsy channel and re-inserted in through the suction cylinder. Upon entry, the suction channel appeared normal throughout the entire length. There were no signs of foreign material during the visual inspection. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Enterococcus faecalis is a gram-positive bacterium of human origin, mostly found in the gastrointestinal tract. While it can be found in healthy humans, it is highly relevant for patient infections in the hospital environment. Over the past, it has displayed an increasing level of multi-drug resistance. Enterococcus faecalis with its gastrointestinal nature may be of patient origin but can also relate to improper hand hygiene. Enterococcus faecalis is identified as a high concern organism per the food and drug administration (FDA) definition for the study. It has been described in literature research as being involved in contamination and infections in the area of endoscopic retrograde cholangiopancreatography (ercp). Only one (1) colony forming unit (cfu) of enterococcus faecalis and no other patient related high or low concern organism was cultured during the sampling at the study site. It could furthermore not be confirmed during destructive sampling. Very limited time had elapsed between end of procedure and start of manual cleaning (five (5) minutes) / start of manual cleaning and start of the automated endoscope reprocessor (aer) cycle (five (5) minutes). The time elapsed did not suffice to perform all steps required as per the labeled reprocessing instructions for bedside cleaning or manual cleaning, to ensure successful automated reprocessing. The times recorded for bedside cleaning and manual cleaning let us conclude that a deviation from the labeled reprocessing instructions must have occurred, as the time (five (5) minutes each) did not suffice to execute all the steps as described. Furthermore, the study site had informed olympus in the aftermath that the flushing pump used for rinsing during manual cleaning had been broken. Taking into consideration the already limited time recorded for manual cleaning, it may be applicable that manual replacement of rinsing may have been omitted. The root cause of the issue could not be conclusively specified. Overall, it could not be concluded with certainty that the observed contamination may have been related to previous patient use and result from a breach of the labeled reprocessing instructions or may have rather been attributable to the handling during reprocessing and / or sampling. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.